Event description:
It was reported that during the implant the patient received a shock once while the physician was closing the pocket. Follow-up received noted that the patient received a shock because the device was on and the physician was using cautery. It was also reported that interrogation of the device was showing lead noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.